Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: the pump's black box showed evidence of short battery life beginning on (B)(6) 2016. The black box also showed evidence of call service 054 errors on (B)(6) 2016. The battery compartment was found to be cracked. The pump's current draws were found to be within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had an issue with the battery life. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.